Event description:
The customer reported the display of the video system center did not work. The issue occurred prior to a procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical device evaluation and the legal manufacturer's updated investigation. The device was returned to olympus for investigation and the customer's reportable event of "display does not work" was confirmed. The evaluation found the touch screen was disconnected. Based on the results of the investigation, the information screen on the touch panel was not displayed because the cable connected to the touch panel was not properly connected, causing a communication error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "display does not function" malfunction could not be identified. Olympus will continue to monitor field performance for this device.